Manufacturer narrative:
(B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, before an unknown procedure, the screw was discovered detached from the shaft before it was used on the patient. No patient consequence or surgical outcome reported. Concomitant devices reported: unknown screwdriver shaft (part#:unknown, lot#:unknown, quanity:1). This report is for one (1) 3.5mm ti cancellous polyaxial screw 30mm. This is report 1 of 1 for pc-(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history lot part number: 04.614.030 lot number: h278570 date of manufacture: 19-jan-2017 place of manufacture: brandywine no ncrs were generated during production. Review of the device history record(s) for this part and all components showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.